Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was not known. The alarm did not occur after exposure to moisture and a button was not pressed for three minutes or longer. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received intermittent button response,due to corroded keypad traces. No button error alarms were noted. No scrolling numbers anomaly noted. The insulin pump was received with minor scratches on the display window, a cracked case display window corner, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.